Event description:
It was reported that during a gastric bypass procedure, the device partially fired with a gold reload and it had malformed staples. The staples appeared to be scattered and not forming in a b form half way down the staple line. They used a different device with blue reloads to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 07/25/2008. Information anticipated, but unavailable at this time.